Manufacturer narrative:
Thickness at the heel of the unbroken working end measures 0.0185" and the thickness in the middle of the blade measures 0.0215". Both measurements are within the specification of 0.020" +/- 0.002." Based on visual/dimensional analysis, the reason for the breakage of the instrument cannot be determined. Add'l functional testing will be conducted.

Event description:
A periodontist was performing scaling and root planning on pt's supper left side between 12 & 13 when the curette broke off and became embedded in the pt's tissue. The doctor confirmed with an x-ray that the tip was embedded and then proceeded to perform a periodontal flap surgery for removal the tip and debridement of the area.